Event description:
The patient financial services was notified that the customer has passed away. Attempts were made to contact the next of kin at the phone number listed on the customer's account; however, we were able to only leave voicemails. A call back request letter was sent to the address on the customer's account. The insulin pump information was not verified. The insulin pump information used on this medwatch report is the last known insulin pump to have been issued to the decedent.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.